Manufacturer narrative:
The following additional information was obtained regarding the reported event.: the engineer re-installed the stapler sureform 60 on an in-house system and failed to engage on three out of three attempts due to the roll axis hard stop check failing in each instance. The engineer noted when manually rotating the main tube, there was extreme high resistance that was felt. T-high friction with the roll motion is due to binding of the roll bushing. The non-intuitive motion reported in the complaint and primary failure analysis is likely due to the high friction between the components, specifically with the roll gear and roll bushing. This resulted in the miscalculation of the hard stops and friction that impedes movement on the roll axis. This miscalculation of the roll hard stop can result in imprecise or opposite motion and is a known effect of engagement passing with a friction level that is too high. The root cause of roll bushing binding is supplier manufacturing related. Additionally, corrosion was found on the instrument bearings within the housing. Corrosion likely developed after the procedure, and in transit to intuitive surgical, inc. Corrosion is known to exacerbate friction and engagement issues.

Event description:
Refer for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler sureform (sf) 60 instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The instrument was placed on the in-house system and failed intuitive motion. The instrument did not move intuitively with full range of motion in all directions. The jaws opened and closed properly; however, the instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The grip tips follow opposite the mtm commands. Additional observations that were not reported by the customer: based on log review of remotefe and dsp, the instrument was found to have multiple engagement failures, error code 22020, roll hard stop failures. The engagement failures were replicated during in-house testing during installs 1 and 3. The instrument passed engagement 1 out of 3 times that it was installed on the in-house system with a cannula seal and an in-house drape installed. The instrument passed initialization for the 2nd install. The instrument passed the recognition and engagement tests for the 2nd install. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sf green 60 reload. The main tube was manually rotated and is observed to rotate past the hard stop. The instrument was found to have a binding roll bushing. The instrument's main tube was manually rotated, and friction was observed. Root cause of this failure is attributed to manufacturing. The housing was removed, and the instrument was found to have bearing corrosion. Root cause of this failure is attributed to transport/storage. This instrument will be transferred to engineering team for further investigation. This complaint is considered a reportable event due to the following conclusion: failure analysis (fa) investigation confirmed the reported issue that the stapler sureform 60 instrument did not move intuitively with full range of motion in all directions. Unintuitive motion during a surgical procedure could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the stapler sureform 60 first staple load fired fine, but the second staple load was very stiff and tight and did not want to close both manually and/or robotically. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.